Event description:
Lifescan received a report that a pt experienced hyperglycemia while using a fasttake meter. Pt reportedly tests infrequently, a minimum of 4 times weekly. On event date, pt's blood glucose was 3.1mmol/l at 5:43am on the ft meter. Patient was feeling sick to their stomach. Pt's blood glucose was 5.2mmol/l at 6:42am on ft meter. Pt vomited 3 times over 30 mins and there were races of blood. Pt was admitted to hospital for hyperglycemia. Pt did not reportedly take their morning dose of insulin. Pt was taken to the emergency hospital where their blood glucose was "hi" on hospital's meter of unknown brand. A laboratory test showed pt's blood glucose at 49.00some mmol/l. Last insulin dose pt took was reportedly the evening before the event. No further info is available.